Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device change out procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. There were no adverse consequences to the patient.